Manufacturer narrative:
Additional catalog numbers / lot numbers: p/n 14-521456 qty 1, lot #14752s, p/n 14-521452 qty 1, lot #14751s, p/n 14-521644 qty 2, lot #949660, 715970, p/n 14-521642 qty 3, lot #590240, 878130, p/n 14-521612 qty 1, lot #004880.

Event description:
It was reported that the rings of the plate came out as the surgeon was inserting the screws. Patient outcome: the report indicates that the patient status if fine. No adverse effects have been reported as a result of this event.